Event description:
It was reported that balloon rupture occurred. A 3.00 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, when tried to inflate, the balloon ruptured. The device was pulled out immediately and the procedure was completed with another synergy xd des. No patient complications were reported.

Manufacturer narrative:
Date of event: the first date of the month of the bsc aware date was used since event date was not provided at the time of reporting.

Manufacturer narrative:
(B3) date of event: the first date of the month of the bsc aware date was used since event date was not provided at the time of reporting. Device evaluated by MFR.: synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device was soaked for 24 hours in a water bath at 37 degrees celsius and was attached to an encore inflation device. An attempt was then made to inflate the balloon to 16atm, however, pressure was unable to maintained as inflation liquid was observed leaking from the in the midshaft proximal to the port. The encore inflation device was verified before and after the procedure using a druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.00 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, when tried to inflate, the balloon ruptured. The device was pulled out immediately and the procedure was completed with another synergy xd des. No patient complications were reported.